Event description:
Customer reported being unable to test with his adc blood glucose meter due to receiving an ER-4 message on the meter display and the test not starting after the blood sample was applied. Customer additionally reported his "doctor injected him a medication that raised (his) blood sugar" but he was not sure what it was. No further information was provided as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the actual date of the reported medical event is unknown. The (B)(4). All pertinent information available to abbott diabetes care has been submitted.